Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: on examination, the keypad was intact and without damage. On investigation, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint. Unrelated to the original complaint, moisture was found on the printed circuit board inside the pump. Moisture was also noted on the button contact of the audio bolus button but the button was normally responsive; the audio bolus button cover was torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.initial reporter: (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump¿s keypad was stuck on the ¿ok¿ menu. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.